Event description:
It was reported that the warmtouch was overheating while on a pt during surgery. The warmtouch did alarm. The surgery team unplugged the warmtouch and cannot confirm if it stepped-down as designed when overheating. There was no pt harm.